Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, an undetected upstream occlusion/ fail to detect upstream occlusion did not occur. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The device passed the upstream occlusion testing. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm closed slide clamp during delivery. The patient was not receiving the norepinephrine medication (dose, programmed amount and delivery rate unknown). Staff increased the dose over several hours to maintain mean arterial pressure over 65. As soon as the blue clip was unclamped, the patient responded to the medication being infused. No additional information is available.